Event description:
During a coronary stent procedure, advancement and removal difficulties were encountered. The physician experienced difficulty advancing the 12 x 5.00mm liberte stent over the wire to the lesion and during removal after deployment. The wire and delivery system were removed as one without incident. No pt injuries or complications were reported.